Event description:
It was reported an access port was placed in 2000 for chemotherapy administration and was accessed regularly without incident. Difficulty was encountered accessing this port june 20, 2000. Fluoroscopic examination revealed the catheter appeared to have disconnected and migrated to the right atrium. Removal of the port and percutaneous retrieval of the catheter june 22, 2000 was successful and without pt complication. A decision was made not to place another port as the treatment was completed. The pt's condition is good.